Event description:
Noticed broken piece while taking off end effector at end of case.case type: tha.

Manufacturer narrative:
Reported event: it was reported that noticed broken piece while taking off end effector at end of case. Product evaluation and results: product was not inspected as the product was not returned for evaluation. . Product history review: review of the product history records indicate 47 devices were manufactured under lot 19540615 and 40 devices were accepted into final stock on (B)(6) 2016. Review of qt 16-10-0052 revealed that 6 devices were re inspected and 1 was accepted into final stock on (B)(6) 2019. It also revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19540615 shows 8 additional complaints related to the failure in this investigation. The complaints are pr: (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414603 & CAPA 1450905. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Not returned.

Event description:
Noticed broken piece while taking off end effector at end of case. Case type: tha.